Event description:
It was reported that physician had to increase the vns system threshold for auto stimulation because the patient had dyspnea and tachycardia at rest following threshold reduction to 30%.